Event description:
It was reported that the patient experienced prolonged hypoglycemia overnight with a lowest sensor glucose of 36 mg/dl after a meal was announced, without outside insulin injections, and treated with oral glucose tablets; the report was made while the patient¿s glucose was trending back toward range and the device was not connected to the mobile app. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included a temporary, non-serious impact with self-treatment and no professional medical intervention or hospitalization. Investigation included complaint intake, product-use troubleshooting, and user education, with plans to connect the system to a compatible phone to review device data. Investigation of this case revealed no reported device alarms or malfunctions, with the event attributed to unclear cause given limited corroborating data and absence of fingerstick confirmation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.